Event description:
A pressurized bag of IV fluid (saline solution) was hung on a ceiling IV rack. The tubing from the bag went across the top of a module rack (m1175a) which was mounted below the bedside monitor, forming a shelf. An sp02 module was plugged into the module rack. Fluid leaked from the tubing down behind the module into the connector where the module was plugged into the rack. The rack shorted out and began smoking. The pt was evacuated from the room without injury. The module was unplugged. While efforts to increase awareness of this hazard and to make checking the placement of tubing in the area of the rack part of facility's risk mgmt strategy, it is felt that some type of gasket around the connector is necessary to avoid similar events in the future.